Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
It was reported that the patient was treated by the lifevest and passed away on (B)(6) 2018. The patient was at home and lost consciousness at the time of the event. Ems transported the patient to the hospital and reportedly removed the lifevest after a treatment was delivered. Per the ECG and flag data analysis, the patient had a vf arrhythmia at 15:51:31 on (B)(6) 2018. The patient then appropriately treated while in vf with motion artifact with a post-shock rhythm of vf with motion artifact. The patient remained in vf with motion artifact until the device was removed by ems at 15:52:23. The device did not deliver another treatment due to motion artifact, varying amplitudes, and tactile artifact. The patient subsequently passed away on (B)(6) 2018. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 04/19/2018. Acknowledgements 1, 2, and 3 could not be located.